Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that there was an overdischarge and a physician mode reset was done and the device was able to charge normally. During interrogation, a message came up indicating the battery was discharged. No patient symptoms were reported. Additional information received from the manufacturing representative on 2017-01-31 indicated that they performed and repeated a trickle charge on the patient¿s battery, however, did not resolve the discharge issue. They stated that the patient¿s battery cannot hold a charge to be reset, and will need to be replaced.